Event description:
Caller tested 4.0 inr and 2.9 inr (unspecified strip lot) and 2.8 inr (strip lot 22307421) on the coaguchek xs system. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent. The unspecified strip lot has been discarded and will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the unspecified strip lot. Reference medwatch (B)(6) for the strip lot 22307421. Device will not be returned.